Event description:
Additional information was received from the manufacturer representative (rep). Tss spoke with rep and reviewed that there was currently no way to resolve the issue the patient was having and tss was holding off with a final decision about next steps until feb 12. Tss sent email to rep with warranty team info. Additional information was received. Engineering recommended explant of the ins as there was a persistent timeout of the impedance check occurring during the cp app interrogation process. The root cause of this issue is not understood. Engineering would like them to also check lead impedances using a wens when they go to explant-replace the ins. Sent a separate email to rep with this content and direction. March 3 replacement of ins is scheduled. Sent clarifying email to rep to check lead imped with wens & then check imped with existing leads in new ins and to send these session files back to mdt. They plan to send existing ins back to mdt. Additional information was received from the manufacturer representative (rep). Rep reported the engineers walked them through a variety of steps to solve the issue but it was not resolved. Rep referred to tss to get more information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to h6: fdc updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received between 2025-jan-13 and 2025-feb-05. The rep reported that the pt met with another rep on (B)(6) 2025 and the issue was still persisting. That rep had brought two tablets, but they still could not connect to the ins. They explained it would get up to "99" and then it would not connect. They also have tried other communicators. Additional information was received on january 27, 2025, noting the rep would be meeting with the pt on (B)(6) for further troubleshooting with technical services and engineering. Additional information was received on january 30th. The reps were with the pt in the clinic. It was confirmed during a conference call between the reps, the pt, technical services and engineering that the pt had been using their stimulation and they were able to recharge the ins and adjust their stimulation fine. It was confirmed there was no history of impedance issues on either lead. The pt has 3 active groups but they were currently only one group. Programming was set up on both leads, b ut the pt was getting more benefit from 8-15 lead compared to the 0-7 lead. At the start of this meeting, the pt's therapy was confirmed to be on. Tss had the pt turn the stimulation off and back on again. Two attempts were made to interrogate the ins with a tablet. Both attempts resulted in the same por code showing: por 0x210 0x80000000, which was followed by a stop interrogation message "searching for communicator" and then "no device response" message. The user was forced to exit the workflow for both attempts. Tss had the caller put the pt's ins into MRI mode using the pt's handset. After doing some troubleshooting with the communicator, it sounded like they had to reset the communicator and then they were able to interrogate the ins successfully using the tablet. It was noted they did see the same por error code before they got into the programming session. A session report was downloaded right away. Then, per engineering's guidance, tss had them delete one of the leads (0-7) and try to check connectivity of the system. This resulted in a "no device response" message and the session had to be exited. Since programming had been deleted, they were unable to use the handset to connect with the ins. They did try connecting again with the tablet but got the same por code an the "no device response" message as before. They were able to connect to the recharging app, which was showing the option to turn stim on/off. They turned stim on, but pt wasn't feeling anything, even when lying down. It was noted the pt had been programmed using sub-threshold settings and the pt commented that they usually felt some stim when lying down. Tss and engineering reviewed that the pt could keep stim on, but that it was unlikely they would get therapy since programming had been deleted. Tss reviewed that the log files would be reviewed and they would be in touch with the rep with next steps. Instructions for sending in log files was sent to the rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the communication issue was unknown. Rep reported that the device was replaced on (B)(6) 2025 and the implant will be sent back for analysis. The information has been confirmed with the physician.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were multiple issues with the clinician programmer's ability to connect to the implantable neurostimulator. The clinician tablet displayed a device reset message, reaching 99% progress before showing "no device response" and "looking for communicator" messages. Additionally, the neurosense group programmed on the device appeared to have been deleted. There was a persistent inability to connect to the neurostimulator using multiple tablets and communicators. Procedural attempts included replacing communicator batteries, using a cable for connection, and trying different locations and rooms, all of which were unsuccessful. Despite these issues, the patient was able to recharge and connect with the handset to turn therapy on, but clinician tools failed to connect. The resolution involved educating the customer and providing information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of the ins (product ID# 977119 serial# (B)(6): the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Destructive analysis determined that there was abnormal function of an integrated circuit on the hybrid circuit board of the implantable neurostimulator (ins). Interrogation failure and device reset was confirmed on the bench. Review of app logs determined a hardware error during impedance check reset the device, which then terminated telemetry due to loss of the eban key. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.